Event description:
The patient stopped taking their coumadin for 7 days prior to paddle lead placement. However, the patient bled copiously during placement of the paddle lead. He was unable to move his legs. The hcp suspected a blood clot. The lead was removed and the bleeding was controlled. Afterward, the patient resumed full movement of his legs. Based on the age and medical history of the patient, the system will not be replaced. The hcp deemed that the event was related to a medical condition and not directly associated with the neurostimulation system. The device will not be returned for analysis. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4)